Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a repeater pump extension set had a piece of wood and a grey piece of plastic within the packaging. This was observed before use of the device. The packaging was not opened. There was no patient involvement. No additional information is available.